Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. Troubleshooting was performed to resolve the issue.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed that the connectors, switches, cords, and labels had no physical damage. All of the mounting hardware was secured. The reported complaint of error 5 issue was not observed during analysis but was confirmed through review of log files. The cmems unit was run through diagnostic testing, and passed all tests including evaluations for connectivity and barometric pressure. The field reported complaint of inability to complete transmission of readings was not reproducible.

Manufacturer narrative:
The reported error was confirmed by reviewing available log files. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.